Manufacturer narrative:
The expiration date for the strips is recorded as 07/2017.

Event description:
The reporter states the coaguchek xs meter (serial number (B)(4)) is giving erratic readings. The patient had a reading of 2.8 inr and immediately afterward a second test was done from a sample from another finger and the result was 4.0 inr. The patient was sent to a laboratory for a venous draw as the reporter did not feel the meter readings were correct. There was no change made to his medication due to the meter readings. The laboratory result was 2.7 inr and no changes were made to the patient's medication based on that result. The patient's therapeutic range is 2-3 inr. The patient does not have any antiphospholipid antibodies. He is not on heparin or any direct thrombin inhibitors. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot of strips. Two human blood samples from warfarin donors and internal reference meters were used. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned and retention material met specifications. There was no product problem found. The relevant retention test strips (lot 121348-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). Two human blood samples from marcumar donors and two internal reference meters were used. There were no error messages that occurred. The retention samples were acceptable.